Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative replaced x-ray tube and verified system operations. The system is operating as intended.

Event description:
The customer reported that the popping sound was coming from the x-ray tube.